Manufacturer narrative:
No button error alarm was noted. The buttons were unresponsive due to moisture damage on the keypad traces. The displacement test could not be performed due to the unresponsive buttons. The insulin pump was received with moisture damage on the liquid crystal display circuit board. The insulin pump had cracked battery tube threads, a broken reservoir tube lip, minor scratches on the display window, cracked case at the display window corners and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer's spouse reported via telephone call that the insulin pump alarmed for a button error during a bolus. The blood glucose reading was 400 mg/dl. The spouse was advised that the insulin pump would be replaced and agreed to return the product for analysis. The spouse was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.